Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report the pump would not power on after it had been exposed to water in a swimming pool. The reporter noted there was moisture in the battery compartment and there was corrosion on the battery. There was no damage to the battery compartment or the battery cap, and the battery cap was secure and tight. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the moisture and corrosion inside battery compartment. The battery compartment leaks. No damage was found to the battery cap. Pump was opened and moisture damage found on the printed circuit board. The battery cap was able to attach securely to the pump. Testing was not able to duplicate the lack of power issue. The pump powers on normal with no alarms. The pump was exercised for 24 hours with no alarms or power issues occurring.